Event description:
It was indicated that, at the time of refill, the pump drug concentration was changed from 1000mcg/ml to 2000mcg/ml and the healthcare provider (hcp) thought he had updated both the dose and concentration with a bridge bolus. The pump started beeping over the following weekend. Upon returning to the clinic, the physician was questioning why the programming had reverted back. Per review of the pump logs, there was no update seen on the day of the refill. Since the pump was not updated with the new reservoir volume, the patient had reported hearing the alarm. It was noted that the old drug had been dispensed at 180mcg/day over 2.08 days after the refill. Following that, the drug was being dispensed at 360mcg/day, though the patient had no change in symptoms even though her dose had been doubled. On the day of report, the doctor updated the pump to 220mcg/day with the correct concentration of 2000mcg/ml. In addition, it was calculated that 1.26ml of drug had been dispensed, so the reservoir volume was updated to 18.6ml to be conservative. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).